Event description:
It was reported that patient underwent left total knee arthroplasty in 2009. Subsequently, a revision was performed four months later, due to infection and components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certificate shows that lot met sterile specifications. There are warnings in the package insert that state that this type of event can occur. User facility report states that device is available for evaluation. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. This report filed november 16, 2009.